Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on the right atrial (ra) lead and right ventricular (rv) lead. There was oversensing on the rv lead which resulted in pacing inhibition. Boston scientific technical services (ts) reviewed the available information and provided possible reasons for the clinical observations. During a follow-up, any coughing and valsalva movement resulted in noise. As a result, the sensitivity was reprogrammed. No adverse patient effects were reported.